Event description:
Pt's son, (B)(6), called in saying that the pt had to be taken to the hospital. Although the prodigy meter showed the result as 142mg/dl, the pt didn't look well and an ambulance was called. Upon arrival at the hospital, the paramedics' meter showed 20mg/dl. When the patient left the hospital, he had a reading of 71mg/dl. When using the prodigy meter, there was a reading of 171mg/dl. The last readings recorded in the meter was: 7 day avg 139mg/dl, 14 day avg 189mg/dl, 171mg/dl 7:00am (B)(6) 2013, 134mg/dl 9:21pm (B)(6) 2013, 142mg/dl 7:13pm (B)(6) 2013, 151mg/dl 5:25pm (B)(6) 2013, 146mg/dl 1:27pm (B)(6) 2013. MFR ref #3005862821-2013-00003.